Event description:
During testing at the user facility it was noted that the device had alarmed for s321 (motor error-pmc, left) malfunction error codes. The device was returned to the biomedical department for the alarm. No information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in the critical therapies while the device was clinical use. No additional information was provided.

Manufacturer narrative:
The device mechanism was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.